Event description:
It was reported a patient underwent a herniated disc removal surgery on (B)(6) 2022 and a drain was used. In the ward/ICU, waste fluid leaked from the connection part of the reservoir). It started leaking when the patient got back to the ward. Further details are not provided. There were no adverse consequences to the patient. It was addressed by replacement of the reservoir and connector and no reoperation was performed. However-upon evaluation after receipt of the drain, visually checked and found one cut mark on one side of the drain and fluted part of drain not received.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: one used drain sample received for evaluation with adapter. During investigation of complaint, sample was visually checked and found one cut mark on one side of the drain. Also, fluted part of drain not received to. System test was performed to check the suction process of drain sample with sample reservoir. No discrepancy found in suction test. Moreover no blockage found in the drain sample received. Reservoir used, not received for evaluation. Note events reported on mw# 2210968-2022-01270. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.